Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for effective birth control. Sometime following to the implant, plaintiff began to experience symptoms that included, but were not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (as reported - interpreted as mood swings), discharge, hot flashes, painful intercourse, and back pain. Shortly thereafter, it was determined that one of the implants had moved. Plaintiff did not become aware or form a belief that her symptoms and injuries were caused by the essure device until approximately (B)(6) 2015. On (B)(6) 2015 plaintiff underwent a bilateral salpingectomy, or removal of the fallopian tubes, to try and alleviate the symptoms. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. Shortly thereafter, it was diagnosed that one of the implants had moved (interpreted as device dislocation). Approximately 4 months after insertion, consumer underwent a bilateral salpingectomy. Outcome was not reported. Both the events are listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube. Also, abnormal genital bleeding and menses pattern changes may occur. In this particular case, shortly after essure inserted, consumer began to suffer heavy bleeding. Considering the nature of events, a causal relationship between heavy bleeding and one of the implants had moved and essure cannot be excluded. This case was regarded as incident since a surgical procedure was required. Other non serious events were reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus wall/ left cil migrated into my uterus') and device dislocation ('one of the implants had moved') in a 33-year-old female patient who had essure (batch no. C18717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and benign skin neoplasm excision. Concurrent conditions included thrombocytosis since (B)(6) 2015. Family history included myocardial infarction (maternal grandfather) and diabetes mellitus (maternal grandfather). Concomitant products included ethinylestradiol; levonorgestrel (lutera), ethinylestradiol; norethisterone acetate (loestrin) and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 3 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced procedural pain ("pain moderate periumbilical pain after removal surgery/ pain pelvic and perineal pain after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), basedow's disease ("grave's disease"), menstruation irregular ("irregular and painful menses/ irregular menses"), dysmenorrhoea ("irregular and painful menses/ cramping during menstrual cycles (never experienced until after removal surgery) (around menstruation,moderate)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with incontinence, dysuria and vaginal discharge, pelvic pain ("sharp stabbing pelvic pains/ pain/ pain pelvic pain") with abdominal distension, mood swings ("mood swings") with loss of libido, hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("bilateral lower quadrant pain on the right side pain"), rash ("gross brown rash I had on my arms"), urticaria ("hives") and dysgeusia ("taste like I am chewing on a penny"). The patient was treated with surgery (she underwent bilateral salpingectomy - removal of essure devices, hysterectomy and she underwent bilateral salpingectomy - removal of essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, genital haemorrhage, basedow's disease, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, pelvic pain, mood swings, hot flush, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, fatigue, procedural pain, hypothyroidism, abdominal pain lower, urticaria and dysgeusia outcome was unknown and the rash had resolved. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, basedow's disease, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, hypothyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, procedural pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Pathology test - on (B)(6) 2015: gross description: the tissue is received in two containers of formalin both labeled "patient name." A. The first container is additionally labeled "2 essure device" and contains two cylindrical metallic spring-like foreign objects ranging in length from 3.5 up to 4.2 cm and each with a diameter of 0.2 cm. Tightly adhered to the shorter piece is a scant amount of purple-tan fibro membranous tissue. Representative sections are submitted in cassette a1. B. The second container is additionally labeled "bilateral tubes" and contains two, unoriented, purple-tan, convoluted fallopian tubes. The first tube measures 5.3 cm in length x 0.6 cm in diameter. There is a paratubal cyst measuring 0.8 cm in greatest dimension. Sectioning displays a tan-red cut surface. The second fallopian tube measures 6.6 cm in length x 0.6 cm in diameter. Sectioning displays a tan-red cut surface. Representative sections of the first described lube are submitted in cassette b1, and representative sections of the second described tube are submitted in cassette b2. Concerning the injuries reported in this case, the following were described in patient's medical records: confirming pelvic pain, migratory essure device, hyperthyroidism, grave's disease. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: rash, hives, metallic taste in mouth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: information received via social media: new event - rash, hives, metallic taste in mouth was added. Reporter's information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provide in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus wall/ left cil migraited into my uterus') and device dislocation ('one of the implants had moved') in a 33-year-old female patient who had essure (batch no. C18717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and benign skin neoplasm excision. Concurrent conditions included thrombocytosis since (B)(6) 2015. Family history included myocardial infarction (maternal grandfather) and diabetes mellitus (maternal grandfather). Concomitant products included ethinylestradthis spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus wall/ left cil migraited into my uterus') and device dislocation ('one of the implants had moved') in a 33-year-old female patient who had essure (batch no. C18717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and benign skin neoplasm excision. Concurrent conditions included thrombocytosis since (B)(6) 2015. Family history included myocardial infarction (maternal grandfather) and diabetes mellitus (maternal grandfather). Concomitant products included ethinylestradiol;levonorgestrel (lutera), ethinylestradiol;norethisterone acetate (loestrin) and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 3 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced procedural pain ("pain moderate periumbilical pain after removal surgery/ pain pelvic and perineal pain after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), basedow's disease ("grave's disease"), menstruation irregular ("irregular and painful menses/ irregular menses"), dysmenorrhoea ("irregular and painful menses/ cramping during menstrual cycles (never experienced until after removal surgery) (around menstruation,moderate)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with incontinence, dysuria and vaginal discharge, pelvic pain ("sharp stabbing pelvic pains/ pain/ pain pelvic pain") with abdominal distension, mood swings ("mood swings") with loss of libido, hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("bilateral lower quadrant pain on the right side pain"), rash ("gross brown rash I had on my arms"), urticaria ("hives") and dysgeusia ("taste like I am chewing on a penny"). The patient was treated with surgery (she underwent bilateral salpingectomy - removal of essure devices, hysterectomy and she underwent bilateral salpingectomy - removal of essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, genital haemorrhage, basedow's disease, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, pelvic pain, mood swings, hot flush, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, fatigue, procedural pain, hypothyroidism, abdominal pain lower, urticaria and dysgeusia outcome was unknown and the rash had resolved. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, basedow's disease, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, hypothyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, procedural pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Pathology test - on (B)(6) 2015: gross description: the tissue is received in two containers of formalin both labeled "patient name." A. The first container is additionally labeled "2 essure device" and contains two cylindrical metallic spring-like foreign objects ranging in length from 3.5 up to 4.2 cm and each with a diameter of 0.2 cm. Tightly adhered to the shorter piece is a scant amount of purple-tan fibro membranous tissue. Representative sections are submitted in cassette a1. B. The second container is additionally labeled "bilateral tubes" and contains two, unoriented, purple-tan, convoluted fallopian tubes. The first tube measures 5.3 cm in length x 0.6 cm in diameter. There is a paratubal cyst measuring 0.8 cm in greatest dimension. Sectioning displays a tan-red cut surface. The second fallopian tube measures 6.6 cm in length x 0.6 cm in diameter. Sectioning displays a tan-red cut surface. Representative sections of the first described lube are submitted in cassette b1, and representative sections of the second described tube are submitted in cassette b2. Concerning the injuries reported in this case, the following were described in patient's medical recordes: confirming pelvic pain, migratory essure device, hyperthyroidism, grave's disease. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: rash, hives, metallic taste in mouth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: information received via social media: new event - rash, hives, metallic taste in mouth was added. Reporter's information was added.iol;levonorgestrel (lutera), ethinylestradiol;norethisterone acetate (loestrin) and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 3 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced procedural pain ("pain moderate periumbilical pain after removal surgery/ pain pelvic and perineal pain after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), basedow's disease ("grave's disease"), menstruation irregular ("irregular and painful menses/ irregular menses"), dysmenorrhoea ("irregular and painful menses/ cramping during menstrual cycles (never experienced until after removal surgery) (around menstruation,moderate)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with incontinence, dysuria and vaginal discharge, pelvic pain ("sharp stabbing pelvic pains/ pain/ pain pelvic pain") with abdominal distension, mood swings ("mood swings") with loss of libido, hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("bilateral lower quadrant pain on the right side pain"), rash ("gross brown rash I had on my arms"), urticaria ("hives") and dysgeusia ("taste like I am chewing on a penny"). The patient was treated with surgery (she underwent bilateral salpingectomy - removal of essure devices, hysterectomy and she underwent bilateral salpingectomy - removal of essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, genital haemorrhage, basedow's disease, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, pelvic pain, mood swings, hot flush, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, fatigue, procedural pain, hypothyroidism, abdominal pain lower, urticaria and dysgeusia outcome was unknown and the rash had resolved. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, basedow's disease, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, hypothyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, procedural pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Pathology test - on (B)(6) 2015: gross description: the tissue is received in two containers of formalin both labeled "patient name." A. The first container is additionally labeled "2 essure device" and contains two cylindrical metallic spring-like foreign objects ranging in length from 3.5 up to 4.2 cm and each with a diameter of 0.2 cm. Tightly adhered to the shorter piece is a scant amount of purple-tan fibro membranous tissue. Representative sections are submitted in cassette a1. B. The second container is additionally labeled "bilateral tubes" and contains two, unoriented, purple-tan, convoluted fallopian tubes. The first tube measures 5.3 cm in length x 0.6 cm in diameter. There is a paratubal cyst measuring 0.8 cm in greatest dimension. Sectioning displays a tan-red cut surface. The second fallopian tube measures 6.6 cm in length x 0.6 cm in diameter. Sectioning displays a tan-red cut surface. Representative sections of the first described lube are submitted in cassette b1, and representative sections of the second described tube are submitted in cassette b2. Concerning the injuries reported in this case, the following were described in patient's medical recordes: confirming pelvic pain, migratory essure device, hyperthyroidism, grave's disease. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: rash, hives, metallic taste in mouth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provide in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus wall/ left cil migrated into my uterus') and device dislocation ('one of the implants had moved') in a 33-year-old female patient who had essure (batch no. C18717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and benign skin neoplasm excision. Concurrent conditions included thrombocytosis since (B)(6) 2015. Family history included myocardial infarction (maternal grandfather) and diabetes mellitus (maternal grandfather). Concomitant products included ethinylestradiol;levonorgestrel (lutera), ethinylestradiol;norethisterone acetate (loestrin) and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 3 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced procedural pain ("pain moderate periumbilical pain after removal surgery/ pain pelvic and perineal pain after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), basedow's disease ("grave's disease"), menstruation irregular ("irregular and painful menses/ irregular menses"), dysmenorrhoea ("irregular and painful menses/ cramping during menstrual cycles (never experienced until after removal surgery) (around menstruation,moderate)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with incontinence, dysuria and vaginal discharge, pelvic pain ("sharp stabbing pelvic pains/ pain/ pain pelvic pain") with abdominal distension, mood swings ("mood swings") with loss of libido, hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("bilateral lower quadrant pain on the right side pain"), rash ("gross brown rash I had on my arms"), urticaria ("hives") and dysgeusia ("taste like I am chewing on a penny"). The patient was treated with surgery (she underwent bilateral salpingectomy - removal of essure devices, hysterectomy and she underwent bilateral salpingectomy - removal of essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, genital haemorrhage, basedow's disease, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, pelvic pain, mood swings, hot flush, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, fatigue, procedural pain, hypothyroidism, abdominal pain lower, urticaria and dysgeusia outcome was unknown and the rash had resolved. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, basedow's disease, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, hypothyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, procedural pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Pathology test - on (B)(6) 2015: gross description: the tissue is received in two containers of formalin both labeled "patient name." A. The first container is additionally labeled "2 essure device" and contains two cylindrical metallic spring-like foreign objects ranging in length from 3.5 up to 4.2 cm and each with a diameter of 0.2 cm. Tightly adhered to the shorter piece is a scant amount of purple-tan fibro membranous tissue. Representative sections are submitted in cassette a1. B. The second container is additionally labeled "bilateral tubes" and contains two, unoriented, purple-tan, convoluted fallopian tubes. The first tube measures 5.3 cm in length x 0.6 cm in diameter. There is a paratubal cyst measuring 0.8 cm in greatest dimension. Sectioning displays a tan-red cut surface. The second fallopian tube measures 6.6 cm in length x 0.6 cm in diameter. Sectioning displays a tan-red cut surface. Representative sections of the first described lube are submitted in cassette b1, and representative sections of the second described tube are submitted in cassette b2.. Concerning the injuries reported in this case, the following were described in patient's medical recordes: confirming pelvic pain, migratory essure device, hyperthyroidism, grave's disease. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: rash, hives, metallic taste in mouth. Batch no c18717 production date 2014-02-05 expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provide in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: uterus wall"), device dislocation ("one of the implants had moved"), genital haemorrhage ("heavy bleeding") and basedow's disease ("grave's disease") in a (B)(6) year-old female patient who had essure (batch no. C18717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal and mole excision. Concurrent conditions included thrombocytosis since (B)(6) 2015. Family history included myocardial infarction (maternal grandfather) and diabetes mellitus (maternal grandfather). Concomitant products included anovlar (loestrin), eugynon (lutera-28) and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced weight increased ("weight gain") and fatigue ("fatigue"). On (B)(6) 2015, 3 months 3 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced procedural pain ("pain moderate periumbilical pain after removal surgery/ pain pelvic and perineal pain after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), menstruation irregular ("irregular and painful menses/ irregular menses"), dysmenorrhoea ("irregular and painful menses/ cramping during menstrual cycles (never experienced until after removal surgery) (around menstruation,moderate)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with incontinence, dysuria and vaginal discharge, pelvic pain ("sharp stabbing pelvic pains/ pain/ pain pelvic pain") with abdominal distension, mood swings ("mood swings") with loss of libido, hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), hypothyroidism ("hypothyroidism") and abdominal pain lower ("bilateral lower quadrant pain on the right side pain"). The patient was treated with surgery (she underwent bilateral salpingectomy - removal of essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, genital haemorrhage, basedow's disease, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, pelvic pain, mood swings, hot flush, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, fatigue, procedural pain, hypothyroidism and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, basedow's disease, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, hypothyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: obstructed right fallopian tube.one coil migrated . (B)(6) 2015 hysterosalpingogram : impression: obstructed right fallopian tube. Patient left fallopian tube . The left microinsert appears to have perforated through the left fallopian tube and dropped into the cul-de-sac. (B)(6) 2015 surgical pathology report : gross description: the tissue is received in two containers of formalin both labeled "patient name." A. The first container is additionally labeled "2 essure device" and contains two cylindrical metallic spring-like foreign objects ranging in length from 3.5 up to 4.2 cm and each with a diameter of 0.2 cm. Tightly adhered to the shorter piece is a scant amount of purple-tan fibro membranous tissue. Representative sections are submitted in cassette a1. B. The second container is additionally labeled "bilateral tubes" and contains two, unoriented, purple-tan, convoluted fallopian tubes. The first tube measures 5.3 cm in length x 0.6 cm in diameter. There is a paratubal cyst measuring 0.8 cm in greatest dimension. Sectioning displays a tan-red cut surface. The second fallopian tube measures 6.6 cm in length x 0.6 cm in diameter. Sectioning displays a tan-red cut surface. Representative sections of the first described lube are submitted in cassette b1, and representative sections of the second described tube are submitted in cassette b2. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming pelvic pain, migratory essure device, hyperthyroidism, grave's disease. Most recent follow-up information incorporated above includes: on 5-feb-2018: new events added: abnormal bleeding (vaginal, menorrhagia), fatigue, perforation (fallopian tube(s)), migration of essure device location of device: uterus wall, pain moderate periumbilical pain after removal surgery/ pain pelvic and perineal pain after removal surgery, grave's disease, hypothyroidism, lower abdominal pain, patient history, lab data, lot no added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: uterus wall"), device dislocation ("one of the implants had moved"), genital haemorrhage ("heavy bleeding") and basedow's disease ("grave's disease") in a 33-year-old female patient who had essure (batch no. C18717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal and benign skin neoplasm excision. Concurrent conditions included thrombocytosis since (B)(6) 2015. Family history included myocardial infarction (maternal grandfather) and diabetes mellitus (maternal grandfather). Concomitant products included anovlar (loestrin), eugynon (lutera-28) and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced weight increased ("weight gain") and fatigue ("fatigue"). On (B)(6) 2015, 3 months 3 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced procedural pain ("pain moderate periumbilical pain after removal surgery/ pain pelvic and perineal pain after removal surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), menstruation irregular ("irregular and painful menses/ irregular menses"), dysmenorrhoea ("irregular and painful menses/ cramping during menstrual cycles (never experienced until after removal surgery) (around menstruation,moderate)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with incontinence, dysuria and vaginal discharge, pelvic pain ("sharp stabbing pelvic pains/ pain/ pain pelvic pain") with abdominal distension, mood swings ("mood swings") with loss of libido, hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), hypothyroidism ("hypothyroidism") and abdominal pain lower ("bilateral lower quadrant pain on the right side pain"). The patient was treated with surgery (she underwent bilateral salpingectomy - removal of essure devices.), surgery (she underwent bilateral salpingectomy - removal of essure devices.) And surgery. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, device dislocation, genital haemorrhage, basedow's disease, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, pelvic pain, mood swings, hot flush, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, fatigue, procedural pain, hypothyroidism and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, basedow's disease, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hot flush, hypothyroidism, menorrhagia, menstruation irregular, mood swings, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. (B)(6) 2015, hysterosalpingogram : impression: the left microinsert appears to have perforated through the left fallopian tube and dropped into the cul-de-sac, other (please describe) obstructed right fallopian tube. One of the coils migrated into the wall of my uterus. Left side perforated tube and dropped into cul-de-sac; right side occluded. (B)(6) 2015, surgical pathology report : gross description: the tissue is received in two containers of formalin both labeled "patient name." A. The first container is additionally labeled "2 essure device" and contains two cylindrical metallic spring-like foreign objects ranging in length from 3.5 up to 4.2 cm and each with a diameter of 0.2 cm. Tightly adhered to the shorter piece is a scant amount of purple-tan fibro membranous tissue. Representative sections are submitted in cassette a1. B. The second container is additionally labeled "bilateral tubes" and contains two, unoriented, purple-tan, convoluted fallopian tubes. The first tube measures 5.3 cm in length x 0.6 cm in diameter. There is a paratubal cyst measuring 0.8 cm in greatest dimension. Sectioning displays a tan-red cut surface. The second fallopian tube measures 6.6 cm in length x 0.6 cm in diameter. Sectioning displays a tan-red cut surface. Representative sections of the first described lube are submitted in cassette b1, and representative sections of the second described tube are submitted in cassette b2. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, migratory essure device, hyperthyroidism, grave's disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment this spontaneous, non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. Shortly thereafter, it was diagnosed that one of the implants had moved (interpreted as device dislocation). Approximately 4 months after insertion, consumer underwent a bilateral salpingectomy. Outcome was not reported. Both the events are listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube. Also, abnormal genital bleeding and menses pattern changes may occur. In this particular case, shortly after essure inserted, consumer began to suffer heavy bleeding. Considering the nature of events, a causal relationship between heavy bleeding and one of the implants had moved and essure cannot be excluded. This case was regarded as incident since a surgical procedure was required. Other non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.